Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient came to the clinic on the day of the report complaining of intermittent stimulation. The rep stated that impedance values on the right column (8-15) are all greater than 20,000 ohms. They added that electrodes 0-7 were within normal limits. The rep mentioned that they patient went sky diving since their last meeting on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for complex regional pain syndrome and spinal pain. The patient reported that they fell for no apparent reason. It was noted that the patient does have a prosthetic leg. The rep checked impedances, and electrodes 8, 11, and 14 were greater than 10,000 ohms. The rep reprogrammed around the high impedance electrodes, which was successful. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.